Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements. Technical services (ts) was consulted in preparation for a magnetic resonance imaging (MRI) procedure and noted that the ra lead had recently been programmed to unipolar pacing and bipolar sensing. Due to the out-of-range pacing impedance, the system is considered non-MRI conditional. Ts provided general recommendations and advised that proceeding with the MRI is at the physician discretion. No adverse patient effects were reported. This ra lead remains in service.